Manufacturer narrative:
Picture image review: still picture images of the relevant device were provided. The images showed the device in vitro after use. The balloon was unfolded, dirty of blood and damaged. The balloon was detached in the proximal part and curled down to the distal part.

Manufacturer narrative:
(B)(4). Conclusion: inherent risk of procedure (dissection).

Event description:
The physician was attempting to use an amphirion deep otw pta balloon catheter to treat a patient. The device was inspected before use with no issue noted. The lesion was pre-dilated. The patients left leg vessel condition was getting more difficult to treat. The patient had severe injury and pain with popliteal thrombosis, the physician carried out pta using the amphirion deep tapered balloon from the proximal anterior tibial artery to distal tibial artery. After 3 balloon inflations to treat of each section of vessel, the lesion morphology did not improve. The physician tried to pull back the balloon. Unexpectedly, he could not to pull back, despite the use of gentle force, something interrupted balloon removal from the vessel. An attempt was made to pull back more strongly and finally the balloon could be removed. The balloon surface was found to be damaged (proximal tapered balloon end point was curling down to distal). While removing the balloon from the vessel, injury to the intimal of the vessel occurred causing a dissection. This procedure was the last chance to improve the patient's leg's injury. The physician closed the procedure at the moment and he re-examined the patient's leg condition for 2 days. It was then decided to amputate the leg. The physician stated that situation was not a major factor of amputation.